Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device could only be triggered halfway and then reopened under the most difficult conditions. An additional device was opened and the operation ended with no influence on surgery and no influence on patient safety (no patient consequence).